Event description:
Issue reported per medwatch report: attempted to place foley catheter in patient. Went to inflate balloon and syringe came off with force from catheter. When obtaining new syringe, catheter was removed slightly and blood was noted to be oozing from the tip of penis. Removed catheter completely where upon bloody discharge increased. Applied pressure and notified neonatal nurse practitioner. Stylet was noted to be protruding from the side of the catheter through a drainage hole. (B)(4).

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events. Once the product has been opened, verify that the stylet moves freely up and down in the central lumen of the catheter; note that the stylet should only be moved a few centimeters to be able to verify it is free to move.